Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the button was non-functional on the implantable neurostimulator recharger (insr). They saw the insr charging screen but when they pressed the green start charge button to charge the implant the screen wouldn¿t charge. The insr would not go to the ¿ins is charging¿ screen. When they pushed the button nothing would happen and it would just stay on the same screen. No symptoms were reported. Additional information received from the health care professional (hcp) reported the patient was having issues with the device being charged. They received a new recharger and everything appeared to be working fine and then the battery became discharged. Someone turned it back on but now it appeared to be discharged again. It was not known if the patient¿s programming had recently been changed. The patient was currently hospitalized due to symptoms seemingly related to the deep brain stimulator (dbs). The patient had been unsteady on their feet and their tremors were worse. They weren¿t aware of any recent falls. Further follow-up was being conducted to determine what the cause of the patient¿s symptoms was, what actions/interventions were taken, and what the results of the troubleshooting were. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from health care provider reported that the charging system was ok, the patient had other medical issues that contributed to symptoms. The manufacturer representative interrogated the system and confirmed that it was ok. It was confirmed adequate charge of the deep brain stimulator.